Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the pain stimulation was not working and now the patient was having horrible diarrhea. The patient wanted a company representative to go to her house. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient noted that she did not recall any diarrhea. The patient reported that she thought the implantation of a second ins had ¿compromised¿ her first ins. It was noted the patient had a big knot in the middle of her back and could feel something hard and round in their buttock. The patient planned to see a pain management doctor on (B)(6) 2017.